Manufacturer narrative:
Concomitant product: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. (B)(4).

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving hydromorphone and clonidine. The indication for use was spinal pain. The pump logs note that the spinal section of the catheter was revised on (B)(6) 2014. It was reported that the pump had never worked well. On (B)(6) 2016 the rep reported that all they knew about the event was that the patient had not had therapeutic effect prior to the revision.